Manufacturer narrative:
Additional information was received that the bsn sales representative was not aware of any charging issues. The ipg was also not revised.

Event description:
A report was received that the patient was having a burning pain where the stimulator was installed. It was also reported that the battery was acting up and that the most effective program would not keep a charge. The patient underwent a revision procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having a burning pain where the stimulator was installed. It was also reported that the battery was acting up and that the most effective program would not keep a charge. The patient underwent a revision procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively.